Manufacturer narrative:
(B)(4). Supplemental MDR - barrel cracked. One sample was provided to our quality team for investigation. Upon inspection, a significant crack was observed extending from around the number 1 to the number 5 in the non-scale marking area. The condition observed is non-conforming per product specification. The potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4274203. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material # 309642, lot # 4274203. It was reported that the bd syringe 10ml ll w/ndl 21x1 rb barrel cracked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Complaint#: (B)(4)., (B)(4). Product: bd 10ml luer-lok syringe 21gx1in, product #: 15-9642-0, lot#: 4274203. Complaint: it was reported to xx that there was a crack in the body of the syringe when medication was drawn into the syringe and administered. Fluid leaked from cracked area. Additional information provided: 1. What is the date of event? 1/6/2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None 3. Any sample available for investigation? Yes, however there is blood in the syringe. If yes, are you able to provide the address of the facility for us to ship the return label? (B)(4). 4. Please share the captured photo of the event if available. N/a.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.